Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties occurred. Access was obtained via mid part vein side of shunt. The lesion being treated was located in the left ante brachial artery. The physician advanced an unknown guide wire then advanced and inflated a 5.0 x 40 mm, 40 cm mustang balloon catheter. The physician was unable to perform angiography through the sheath, so the device was removed and angiography was performed. Residue was confirmed so the device was re-advanced for additional inflations. Upon removal of the device, the shaft of the device became stuck and all device were removed as a unit. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).